Manufacturer narrative:
Per tandem user guide: "do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level over 600 mg/dl with trace ketones; cause was unknown. Reportedly, the customer refilled a cartridge with insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer administered a manual injection and changed supplies to address the elevated bg. Recommendation was made to discuss diabetes management with a health care professional.